Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a generator change, and the externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. The patient will continue to be monitored with routine follow-ups.